Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose over 600 mg/dl with large ketones and symptoms of dehydration associated with the time being incorrect in the pump. Reportedly, the patient discontinued the insulin pump and was treated in urgent care. During troubleshooting with customer technical support, it was determined that the time on the pump was 4 hours behind. It was reported that the time/date was correctly maintained when battery is removed for less than 24 hours. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.